Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he sees fine when looking straight ahead; however, if he looks up, down, left or left he sees a haze over his eye that lasts for about a second. He has trouble reading up close and his eyes are fatigued. Since his procedure, he has been diagnosed with vestibular nystagmus in both eyes. He has been seen by multiple physicians. The consumer also has an iol in his fellow eye, but has no trouble with that eye. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has been received. (B)(4).